Event description:
A report was received that the patient could not stand or walk due to excruciating pain. It was also noted that the patient had pocket pain due to ipg was working its way out of the patients body. The patient was hospitalized, and excruciating pain was controlled.